Manufacturer narrative:
The device was evaluated on site by the hospital engineer. Inspection found that a tube (i.e. Pipeline) was disconnected from its housing leading to the fluid leakage. The component was reconnected and the machine was returned back in service without any other problem. The reported condition was verified. The cause of the disconnection could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the disinfecting of an ak 96 machine, an external fluid leak from a pipeline was observed. There was no patient involvement. No additional information is available.